Event description:
During pt set up, while the operator was inside the treatment room, the operator noticed a "bang." The gantry movement stopped and could not move anymore. There was no collision. The gantry chain was found with the master link open and bent. The pt on the table was not affected, there were no injuries that occurred due to this incident.

Manufacturer narrative:
The master link has been returned for investigation by varian medical systems. There was no damage to the securing part of the master link (link plate and spring clip.) It has been determined that the root cause of the gantry chain "breaking" is the master link clip not being engaged all the way when installed. To alleviate this problem, we are changing our assembly procedures to clarify the assembly and inspection of this link.